Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (rv) lead was part of a system revision due to infection with sepsis. Additional information was received indicating that this rv lead exhibited high thresholds. Moreover, there was no evidence of impedance or sensing issues noted. No additional adverse patient effects were reported.